Event description:
The micro sagittal saw was sent in for analysis because, it would not turn off even when it was not being activated. No adverse event was associated with the device.

Manufacturer narrative:
During failure analysis the customer's complaint was confirmed; the device ran on its own without activation during performance testing. Visual analysis revealed worn/damaged press plug and motor. The rotor and bearings were corroded. The damaged parts were replaced and the device was repaired, cleaned lubed, adjusted and returned to the customer.